Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the cannscr ã¸6.5 l95/32 self-drill sst was stripped from the threaded area. No other issues were identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the cannscr ã¸6.5 l95/32 self-drill sst was unable to be performed due to post manufacturing damage. Functional testing could not be performed as the measurement device was not returned. However, the observed damages can contribute to the functionality event, therefore the allegation can be confirmed. The overall complaint was confirmed as the observed condition of the cannscr ã 6.5 l95/32 self-drill sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): part # 208.441s; lot # 209l450; manufacturing site: werk selzach logistik. Release to warehouse date: 04.aug.2023. Expiration date: 01.aug.2033. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device part # 208.441; lot # 4900p75; it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10-mar-2023. Manufacturing site:jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024 the surgeon was unable to fit the screw to the appropriate screwdriver. A second screwdriver was tried with the same issue. The screw was not used on the patient. The issue was detected before use. Procedure was completed successfully with no surgical delay. This report is for one 6.5mm cannulated screw 32mm thread 95mm for (B)(4).